Manufacturer narrative:
H6: investigation summary: one photo and one 3ml syringe in an opened blister pack from batch 0206889 (p/n 309658) were received and evaluated. It was observed there was a lengthwise crack extending from the 0.8ml to the 2ml marking. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0206889 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had a crack. The following information was provided by the initial reporter: prior to use of the syringe, visual inspection reveals a crack in the syringe barrel. No clinical consequences for the operator or the patient. Conservative measures and actions taken: use of a different syringe. Device kept at the pharmacy of the (B)(6) hospital.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll euro 200 s/c had a crack. The following information was provided by the initial reporter: prior to use of the syringe, visual inspection reveals a crack in the syringe barrel. No clinical consequences for the operator or the patient. Conservative measures and actions taken: use of a different syringe. Device kept at the pharmacy of the (B)(6) hospital.